Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where the injection set came off and insertion was loose. The blood glucose level of the patient exceeded 900 mg/dl and the patient faced diabetic ketoacidosis. During hospitalization, the patient received an intravenous drip and the patient recovered. No further information available.

Manufacturer narrative:
Correction: the initial MDR with manufacturing report number (3003442380-2025-06090), was submitted on date 14-april-2025 . However, according to the additional information received the country of occurrence has been updated under b5. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results . A complaint investigation was conducted based on the event description and the assigned malfunction code adhesive patch completely detaches during use detachment significant wetness. Additional information was requested to support the investigation however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the minimed quick-set product family and the assigned malfunction. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. However, no new corrective and preventive action CAPA is required because the adhesive malfunctions fall within the scope of an existing investigation CAPA 2010953. Please refer to the attached memo for full investigation details: minimed quick set cannuladocx enclosure 1: eqms search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination . Based on the investigation, the assessment of complaint data for the applicable product family identified an elevated trend for the referenced malfunction. However, no new CAPA was initiated because this malfunction type is already included within the scope of an existing investigation, which covers all infusion care portfolio products. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instruction (wi)(monthly trips and alerts). CAPA determination - conclusion: the assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. However, initiation of a new CAPA is not required because the adhesive malfunctions fall within the scope of an existing CAPA (CAPA 2010953), which already addresses this malfunction code across the infusion care portfolio. No additional actions are required at the individual complaint level. This complaint record will be closed and monitored through tracking and trending per wi[?]001031 (monthly trips and alerts). Corrective action as a result of the investigation: no corrective actions are required at the individual complaint level. Any necessary corrective or preventive actions related to adhesive malfunctions will be defined and implemented as part of the ongoing activities under CAPA 2010953. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this individual complaint. Complaint investigation - conclusion . Due to the absence of a lot number and returned product, the investigation was limited to a high level review of the minimed quick-set product family, including an eqms search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction. However, initiation of a new CAPA is not required because the adhesive malfunctions fall within the scope of an existing CAPA 2010953. No further action is required at the individual complaint level at this time. The record will be closed with continued monitoring through routine tracking and trending per wi(monthly trips and alerts).

Event description:
Event occurred in japan. To date no additional patient or event details have been received.